Event description:
Six pts on hemodialysis experienced alleged pyrogenic reactions or symptoms. One was hospitalized with fever. The medical director attributed the reactions to the use of ozone as an equipment cleaner and disinfectant.